Event description:
It was reported that the patient is experiencing discomfort and has an area about 1/2 inch in diameter just below her breast that feels like something is sticking up/out.

Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.